Event description:
Description of event according to initial reporter: the physician was unhappy with the angle that filter was deployed and chose to retrieve the filter. He placed a new filter via femoral. No harm to patient. Additional information received on 17mar2023: filter was retrieved right away implanted and retrieved on (B)(6) 2023.